Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/06/2015.device evaluation: the device has been returned and evaluated by product analysis on 02/20/2015 with the following findings: the battery compartment was cracked. The battery cap had stripped threads, and the ¿coin slot¿ at the top of the battery cap was damaged. The battery cap was unable to secure onto the pump onto the pump due to the stripped threads. The height of the battery cap contact was out of specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.